Event description:
In 2004, the MFR was notified that a pt implanted with a vascular access graft in 2004, developed an allergic reaction. The color of the skin was purple along the line of the implanted graft. Reddening, blistering, and epidermolysis were developed around the region of the implantation in the right forearm. The results of the patch testing using two different sample types were both positive. The graft was removed in 2004 and a section was sent for analysis.